Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed and found to that customer reported the scissors do not cut or are dull. Failure analysis found moderate pitting corrosion on one of the blades, consistent with the customer's complaint. Two small fragments (~0.50mm x 0.50mm each) had detached but were not returned. No damage was observed on adjacent metal components. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root causes of blade corrosion are attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors were dull. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the missing material was found outside of the surgical procedure, therefore, there was no report of fragments falling from the device while it was used inside the patient. No medical interventions or corrective actions were required. The patient has not returned to the hospital and has not experienced any post-surgical complications related to the retention of a foreign material.